Event description:
It was reported that after the placement of the sheath in the pt and prior to flushing, the physician noticed that the air was aspirated. An alternative device was used to continue the procedure.

Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half of the two part seal that was made by a sharp object. The hole was consistent with the shape and size of a needle. Review of the device history records confirmed this lot met mfg requirements prior to shipment. Date report submitted to FDA by MFR: 07/29/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.